Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood had back flowed in a clearlink extension set up to the filter. This event occurred while the patient was connected. When the nurse was alerted to the issue, there was air in the line and an upstream occlusion alarm on the infusion pump being used. To resolve the issue, the nurse restarted the infusion with new supplies. Once the infusion was restarted with new supplies, no further issues were observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.